Event description:
Davinci robot console right master malfunctioned after pt was intubated & prepped. Representative & davinci maintenance service was contacted & attempt was made to troubleshoot malfunction. The master arm was unable to be fixed & console was removed from the operating room (or); console from another or was taken after surgery was completed & set up in - representative was present after console transfer & the device was working properly. Manufacturer response for da vinci surgical robot, da vinci (per site reporter): representative came on site after console swap and issue has since been addressed.